Event description:
Same case as 2134265-2012-04997. It was reported during an unspecified treatment procedure, deployment issues were encountered. The target lesion was located in the left internal iliac artery. A .035 interlock 2d 8mm x 20cm coil was advanced 90% out of the imager ii catheter and would not advance any further. The .035 interlock coil and imager catheter were removed as one unit. The physician reengaged the left internal iliac with a new imager ii catheter and wire but, however, it was found that no additional coils were needed. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: visual inspection revealed a catheter and a .035 interlock 2d coil. The returned catheter was an imager ii 5f .035 inch diagnostic catheter. 20cm of coil was protruding from the distal end of the catheter. The coil was covered in dried blood and a kink was noted towards the proximal end. An attempt was made to advance the coil from the distal end of the catheter. A test delivery wire was inserted into the catheter hub but it got stuck 10.5cm from the proximal end of the catheter. As 20cm of coil was protruding from the distal end of the catheter, the catheter was cut 3.5cm from the distal end in an attempt to remove the remaining coil. The coil was inadvertently cut during removal and not the entire coil was removed as it was severely stretched in the catheter. The catheter was cut again 2cm from the last cut and another portion of the coil was removed but was severely stretched. A further incision was made 4.5cm from the last cut in and the remaining coil was removed. The coil was inspected. The proximal end of the coil was severely stretched and kinked, the interlocking arm had been pulled off and dried blood was present. Microscopic inspection; the coil zap tip shape and surface were smooth. The interlocking arm of the main coil was inspected and damage was noted. There was evidence of weld marks on the interlocking arm and on the coil. Dimensional inspection; as the coil was damaged not all dimensions could be measured. The coil dimensions that could were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error due to insufficient flush as the dfu states that continuous flush is utilized. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2012-04997. It was reported during an unspecified treatment procedure, deployment issues were encountered. The target lesion was located in the left internal iliac artery. A .035 interlock 2d 8mm x 20cm coil was advanced 90% out of the imager ii catheter and would not advance any further. The .035 interlock coil and imager catheter were removed as one unit. The physician reengaged the left internal iliac with a new imager ii catheter and wire but, however, it was found that no additional coils were needed. No patient complications were reported and the patient's status is okay.